Manufacturer narrative:
The astral device was returned to a third-party service center. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be reproduced. The investigation results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device underwent a total power failure and safety reset while using its internal battery. There was no harm or serious injury reported as a result of this incident.